Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer reported that while evaluating logs noticed that the alarm 388-no o2 dosing possible was activated 49 times. Technical support advised the customer to perform the o2 gas path test. Due to the issue being resolved by the power board, the customer decided not to perform the test.

Event description:
The customer reported turn on and off intermittently issue on the bellavista 1000. There is no information regarding patient involvement that was associated with the event.